Manufacturer narrative:
Unable to provide the date of MFR as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Pt status post nail implantation on an unk date returned to surgeon for f/u visit. An x-ray on an unk date showed the nail was broken. Surgeon has not scheduled a removal at this time.